Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no reported adverse impact to the customer. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.